Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as 560 mg/dl. Customer¿s current blood glucose value was 560 mg/dl. The customer also states a pump that is not working and pump motor is not turning but states that he has not got an alarm on the pump. Troubleshooting was done for high blood glucose and under delivery. The customer treated with an insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The drive support cap appears normal. The customer performed self-test and displacement test and both did pass. The insulin pump will not be returned for analysis.